Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different outlets, adapters, and cables, but the issue persisted. Technical support resolved to replace the pump.